Event description:
Customer reported experiencing high blood glucose in the 500 mg/dl range. Customer reported the insulin pump did not alarm no delivery and had issues with infusion set being occluded. Customer has also been experiencing low of 45 mg/dl in the morning and was seeing doctor to make adjustments to get the low up. Customer did not have tubing clamp to perform high pressure test. Customer called back on (B)(6) 2014. She received tubing clamp, high pressure test was performed, and device passed. Customer was advised to do a complete set change and monitor the device. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.